Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, reservoir tube o-ring missing, scratched case, case cracked behind the pump at the corner of the belt clip rails, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that she put the reservoir in the pump and the reservoir housing cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.